Event description:
It was reported that during a surgical procedure, the rover would not accept a manifold in the manifold port. Backup equipment was used to complete the procedure, causing a 30 min delay. No medical intervention was required for the pt as a result of the surgical delay. No pt or user injury was reported, an no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service technician was dispatched to the user facility to evaluate the rover. The device inspection confirmed the customer's complaint and the manifold receptacle assembly was replaced. The rover was functionally tested and returned to use.